Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the nurse called the technical support engineer (tse). They reported that a force bipolar instrument broke and became stuck holding tissue. The instrument was manually released using an instrument release key (irk). The damage prevented the instrument from passing through the cannula, requiring the surgeon to manipulate the arm and instrument through the patient's abdominal wall. The customer was advised to return the defective instrument. The customer subsequently redocked arm 2 with a new force bipolar instrument to resume use. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer used an instrument release key (irk) to manually release the instrument from the tissue. The damage to the instrument prevented it from passing through the cannula, which required the surgeon to manipulate the arm and instrument through the patient's abdominal wall. The customer then redocked arm 2 on the patient side cart (psc) with a new force bipolar instrument to continue with the procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.